Event description:
Complainant alleged that while attempting to treat an 85-year-old male patient, the device was unable to detect the attached pads and prompted a "lead fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified. The device was put through extensive testing including full functional testing and ECG stress testing using the returned multifunction cable without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.